Event description:
It was reported that an increase in thresholds was noted on the right ventricular (rv) lead. An x-ray showed the lead had slightly advanced, the cause was unknown. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.